Event description:
Intuitive vessel sealer #1 showed error at the beginning of case; had used 2-3 times. Vessel sealer #2 would seal but not cut. Both devices used with davinci machine. Intuitive hooked up to allow company to satellite in; called, and they stated no error shown from their end but they would document the call and concern.